Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime fill anomaly noted. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that while rewinding the pump, the pump sounded different. Customer stated that when priming the infusion set, insulin was squirting out. Customer inserted a new battery and did a self test. Customer stated that the pump passed. Customer connected herself with the same infusion set and reservoir. Customer's blood glucose was 14 mmol/l before going to bed. Customer did a correction with the pump and woke up with a blood glucose level of 26 mmol/l and ketone of 1.5. Customer was not hospitalized. Customer did a correction by pen and went back to bed. Customer got up at 5 am and her blood glucose was 18 mmo/l. Customer tried to use another infusion set and reservoir and stated that it primed well. Customer tried to give 5 units while she was not connected to the pump and insulin would not come out. Customer stated that she did not receive any alarm. Customer stated that the pump passed the displacement test. Customer was advised that the pump will be replaced.